Manufacturer narrative:
Product complaint # (B)(4). Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is sales consultant. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date during an unknown surgery, while using the x - mesh expandable cage system, implant x-mesh pos sm 0 deg 25-33mm was expanded and torqued out. A few minutes later the surgeon wanted to readjust the position of the implant. While loosening the set screw to allow the cage to compress, the torque driver snapped and the tip became cold welded to the implant. The implant was removed from the patient and another implant was used. There was no surgical delay. There were no fragments generated. There were no patient consequences. The procedure was successfully completed. Concomitant device reported: set screws (part#: unknown, lot#: unknown, quantity: unknown). This is report 1 of 1 for (B)(4).